Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The patient's blood glucose was 475 mg/dl at the time of incident. The alarm was resolved by removing and reconnecting the reservoir. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.